Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the receiver displayed err hwbbt . No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver failed to charge and reboot. The receiver did not turn on. The battery was replaced with a known good battery and the receiver turned on. The log was downloaded, there was no data within the investigation window. The receiver case was opened, the internal inspection passed. The battery was inspected and it failed due to low voltage. Confirmation of the allegation and a root cause could not be determined.